Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's keypad was not allowing her to clear the missed bolus warning and low reservoir alarm. The insulin pump also alarmed button error. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.